Event description:
A zoll logistics employee emailed zoll customer support to report that he spoke to the pt's daughter who informed him that her mother had passed in (B)(6). The cause of death could not yet be obtained. He also reported that the pt's daughter claimed that she contacted zoll to report a device malfunction, but did not receive a response. A review of the incoming call history shows no calls from any of the numbers on file for this pt. The contacts with the pt's daughter were initiated by zoll. There were no alleged malfunctions with the lifevest during any of these calls. The last recorded use of the device by the pt was (B)(6) 2012, per the pt flag files. Zoll believes the date of the pt death was (B)(6) 2012 based on info obtained from an obituary. This date is inconsistent with the time frame reported by the pt's daughter. The pt was not wearing the device at the time of death. Upon receipt, the pt's monitor was nonfunctional due to a response button failure.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt, the front response button was non-functional and did not have an led and the rear response button cover was torn. The monitor passed functional testing once the front response button was replaced. The root cause for the defective response buttons cannot be positively determined but is likely physical abuse. Device eval of electrode belt sn (B)(4) did not reveal any deficiencies, which would impact the belt's ability to detect or treat a pt. Record of pt correspondence: the last known correspondence between zoll and the pt was (B)(6) 2012. All correspondence's after this date were with the pt's daughter. Zoll contacted the pt's daughter on (B)(4) 2012. None of the correspondences with the pt or her daughter contain any mention of an alleged deficiency with the device. The pt's daughter did inform zoll that the pt's son is handling all of the pt's affairs. Attempts were made to reach the pt's son on (B)(4) 2012. Letters were sent to the pt's son on (B)(4) 2012. Zoll never received a response from the pt's son. Info surrounding pt death: the last recorded use of the device by the pt was (B)(6) 2012, per the pt flag files. Zoll believes the date of the pt death was (B)(6) 2012 based on info obtained from an obituary. This date is inconsistent with the time frame reported by the pt's daughter. For the purpose of confirming the date of the pt death an effort was made to obtain the death certificate from the (B)(6). The (B)(6) informed zoll that they did have the death certificate for the pt, but that it could not be accessed as it has been re-flagged by the state of (B)(6). The death certificate should be made available in about three weeks. The cause of death is unk. The pt was not wearing the device at the time of death. A supplemental report will be submitted upon retrieval of the death certificate. Device MFR date: sn (B)(4), 02/2010; sn (B)(4), 12/2010.